Event description:
Paramedics responded to a patient, condition not reported. The patient was connected to the device with ECG leads and disposable defibrillation/ECG electrodes and powered on. At some time during the call, the patient went into cardiac arrest and leads were switched to paddles but, according to the reporter, the device alarmed connect cable and would not display the patient's ECG or charge to defibrillate. The operator pressed and held the therapy cable aginst the device connector,until a backup defibrillator already at the scene was called for and used. The patient was transported to the hospital. The patient's outcome is unknown, but there were no reports of any adverse affects as a result of the device use.